Event description:
It was reported the patient's blood glucose level rose to 390 mg/dl while wearing the pod between 4 and 24 hours. While the patient was sleeping, the pod reportedly was coming loose, where the adhesive was ruffled up at the front from the infusion site (abdomen), causing the cannula to dislodge. As treatment, the pod was discarded and a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.